Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 500 mg/dl. Customer¿s current blood glucose level was 376 mg/dl. Customer had blood glucose level of 408 mg/dl. Customer was treated with manual injection. Insulin pump had insulin flow block alarm. Customer declined troubleshoot for high blood glucose level. Customer stated that the insulin flow block was due to bent cannula. The insulin pump will not be returned for analysis.